Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported broken dilator rhv could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a rotating hemostasis valve (rhv) break. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. While inserting the steerable guide catheter (sgc), the operator rotated the rhv on the dilator to insert the guidewire and the rhv broke. Subsequently, the assembly was removed and replaced. The procedure was concluded with one clip implanted and an mr reduction to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.